Event description:
On or about (B)(6) 2008, the plaintiff was implanted with a ams perigee graft, and a sling from another manufacturer, with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." It was alleged by the plaintiff's attorney that, "after and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, vaginal scarring, additional surgery and other injuries." "Within the last two years, plaintiff's condition has worsened and has begun to experience vaginal erosion, urinary leakage, abdominal pain and other problems." It was also alleged that the "plaintiff has experienced significant mental and physical pain and suffering," including "mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.